Event description:
It was reported that the customer's insulin pump was draining batteries quickly. The customer stated that at times, the insulin pump did not pick up a charge on a newly inserted battery and she would have to try several times before the insulin pump would turn back on. Troubleshooting was performed. The customer did not use the sensor feature, batteries were not previously used or rechargeable batteries, and the customer was not performing excessive button pressing. Furthermore, the backlight was not used frequently, daily set rewinds were not taking place, and there were not unattended alarms. The insulin pump was in vibrate mode. The customer was not using the optimal battery. Further troubleshooting for failed battery alarm was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).